Event description:
It was reported that, "pt had a mrs distal femur. Stem is loose and will be revised next week sometime."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental reported.